Event description:
Patient reported unknown side rupture and "leaked under arm". The device remains implanted. This is the left side.

Manufacturer narrative:
G.3 in initial emdr-00616 was inadvertently left blank, the correct date for g.3 is 01/apr/2021. Information from this record has been captured in emdr-00327 and all future information will be captured under MFR report # 9617229-2022-32204.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side unknown side rupture and "leaked under arm". The device remains implanted.